Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had prime rewind anomaly. Customer stated they were unable to exit the preparing to prime loop. Customer stated the rewind message occurred after an alert. Customer stated they are stuck in rewind complete. Customer stated insulin pump did not exit the rewind complete and bolus delivery loop and complete the fill tubing process successfully. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.